Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that during service/maintenance of the flex deflectable videoscope, in a clinical setting, the device exhibited an error b30. There was no patient involvement, and no harm was reported as a result of the event.